Event description:
It was reported that the patient experienced hyperglycemia with sensor values rising from about 200 mg/dl to over 400 mg/dl, with a confirmatory fingerstick of 358 mg/dl, after a recent covid vaccine, reduced dinner portions, ice cream intake, and an infusion set change earlier the same day; tubing was primed, drops were observed on test, delivery was resumed, and no backup therapy or ketone testing was used. Symptoms included fatigue. Outcomes included transient elevated glucose outside target without medical intervention or hospitalization. Investigation included user-guided troubleshooting of the infusion system, verification of priming and flow, and assessment of recent therapy and clinical factors. Investigation of this case revealed no device flow obstruction or set priming failure based on immediate drop formation and continued delivery, with contributing clinical and behavioral factors including recent vaccination and food intake. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.